Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the hypogastric artery using a lantern delivery microcatheter (lantern). During the procedure, the physician made multiple attempts to place the lantern into the target vessel and was unable to advance it; therefore, the lantern was removed. The procedure was completed by using a non-penumbra microcatheter. There was no report of an adverse effect to the patient.